Event description:
Our dealer in (B)(4) claims the tough screen is freezing up, they try to calibrate the screen in the svc mode and they were not able, the screen is freezing up, also the unit stop cycling. They claim they replaced the front panel and the turbine and the problems were corrected. This ventilator was not on a pt when the problem occurred.

Manufacturer narrative:
The device was evaluated at the dealer facility and placed back into use. Carefusion mfg did not evaluate the device. (B)(4).